Event description:
Pt reported being hospitalized (in ICU) in 2003 for a period of four days. Pt's blood glucose was >1200 mg/dl, pt lost consciousness, and their kidneys began failing. Pt received IV fluids and antibiotics as treatment, and pt switched to insulin injections.